Event description:
It was reported to ge that the x-ray technician complained that the xt hanger is hard to move longitudinally. He claimed that this caused him a back injury. As reported by the field engineer, the technician is currently on light duty and wearing a back brace. Other technicians have used the equipment and stated it is ok.